Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal end of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as handling or manipulation during the during initial use, set-up, or shortly thereafter that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the maximum diameter was reached during inflation, it was found that the balloon was leaking due to a pinhole at the tip. The procedure was completed at this time. There were no patient complications reported as a result of this event.